Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. Potential causes for activation failure include, but are not limited to, manufacturing, anatomical conditions; deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens/ratchet), or inadequate pre-dilatation of the stricture. The investigation was unable to determine a cause for the reported deployment difficulties. Based on the reported information, it appears that the stent did not fully release from the delivery system causing the stent to pull out with the delivery catheter during removal. It may be possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent during the final positioning; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion with 90% stenosis in the common femoral artery. A .018 unspecified guide wire was used. Pre-dilatation was performed with a 5.5 mm unspecified balloon. Then, a 5.5 x 200 mm supera stent delivery system (sds) was advanced and deployed per the instruction for use (IFU); however, during the delivery system removal, it was noted that the stent remained attached to the catheter. The introducer and the stent together with the delivery system were removed from the patient¿s anatomy and the distal tip was still attached to the system. A new 5.5 x 150 mm supera stent was used without any issue to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.